Event description:
Bard medical division has confirmed 96 units of lot bmxjm031 were shipped to customers as non-sterile (without sterilization). This was discovered during a review of internal process. No additional info is available at this time.

Manufacturer narrative:
This medwatch is not associated with a customer complaint or reported adverse event; however, it is being filed in accordance with 21 cfr part 803.53. The investigation is still in progress under investigation number (B)(4). Once the investigation is complete, a supplemental report will be filed.